Manufacturer narrative:
Upon evaluation at the manufacturer the reported event of the washer nut being missing was confirmed. The device is not repairable.

Event description:
It was reported that the washer nut was discovered to be missing on the sgl trig pin collet 3.0-4.2mm. Attempts to obtain additional information were made, but were not successful.